Event description:
Customer called to report that a portable surgical light tipped over while in use and fell onto a pt. The light involved in the incident is alm property and was in the customer facility for demonstration / eval. A user manual was not left with the customer. The nurse reported to the alm contracted technical rep that the casters were locked when nurse attempted to move the light into a better position. When nurse released the light it continued to fail and struck the pt on the left shin. The pt sustained bruising and abrasions which were treated by elevation and application of ice packs. The alm contracted technical rep inspected the light on 6/26/00 and found that it was assembled correctly and in good working order. He provided additional in-service instructions to the customer regarding the movement and positioning of the portable light.